Event description:
It was reported that during a thrombectomy and atherectomy procedure, the blood flow was not found in the drainage bag. It was further reported that the catheter tip revealed no rotation and tip was found to be fracture. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received for evaluation. A physical investigation was not possible. The user report and provided image contains information regarding catheter material deformation. After review of the provided images and information the reported malfunction can not be confirmed. Due to the entry description, it is stated that the user was aware going against IFU indications. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the blood flow was not found in the drainage bag. It was further reported that the catheter tip revealed no rotation and tip was found to be fracture. The procedure was completed using another device. There was no reported patient injury.